Event description:
While the patient was 'under' anesthesia, the customer realized they had no resectors or tubing. After about 1/2 hour, the patient was awakened and the case was cancelled.

Manufacturer narrative:
Control unit is being returned for evaluation. According to the customer, the patient was under anesthesia and they noticed they did not have any resectors or tubing for the case.